Event description:
Customer stated that the sensor is pulling of the skin. The sensor is hard to remove from the skin; sometimes the skin tears and scab forms. No signs of infection. The blood glucose reading is 95 mg/dl. Customer reported a hospitalization due to vehicular accident. The blood glucose at the time of the event was 32 mg/dl. The event happened 2 1/2 years ago. Customer was the driver and wearing the insulin pump. The insurance company changed her insulin and she had an allergic reaction while driving. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.